Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as there was fluid noted flushing out from the marker port based on returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, after feet placement, there was no obvious flow from the marker lumen. The footplate lever was closed, the plunger was not deployed and the device was removed from the patient. It should be noted that the proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, blood marking will cease once the foot was deployed. However, the returned device condition indicates the plunger and needles were not deployed. A conclusive cause for the reported difficulty could not be determined. It may be possible that that under insertion of the device contributed to the reported no blood flow coming from the marker lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue of the device.b1, b2, h1: upgraded to serious injury. H6: medical device problem codes 4008,1354, 1251 were removed. Health effect - impact code 2645 was removed.

Event description:
Subsequent to the initial filed report, the following information was received: reportedly, after the proglide was inserted into the patient, the footplate lever was opened and the feet positioned against the vessel wall. After feet placement, there was no obvious flow from the marker lumen. The footplate lever was closed, the plunger was not deployed and the device was removed from the patient. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was going to be attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, there was no obvious flow from the marker lumen when flushing the device during prep prior to use. The device was not used in the patient. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Return device analysis identified a leak was observed from a tear in the marker lumen.